Manufacturer narrative:
Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damage, deformation of the housing, deposits or other abnormalities. The following observations were made during the visual inspection: no obvious defects. Permeability test: the permeability test was performed at a hydrostatic pressure difference of the pressure setting of the shunt assistant upon receipt plus 30 cmh2o in the horizontal direction of flow. The test showed that the shuntassistant is permeable. Computer control test: to check the flow rate of the valve, the valve was tested on a miethke computer controlled testing apparatus and passed the standard test. The flow of the test liquid was reduced step by step from 60 ml/h to 5 ml/h (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting pressure was measured. The shuntassistant was tested according to standard procedure in the vertical position. The results indicated that at a reference flow of 20 ml/h, the shuntassistant had a pressure of 15,81 cmh2o. This is not within the specified tolerance of 20 cmh2o -2 / +4 cmh2o. According to our results, we can detect a presence of an acceler outflow internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valve is finally opened with a special tool. After dismantling of the valve, deposits were found inside. For more detailed visibility, the proteins/deposits in shuntassistant® were coloured by using a colouring solution. [Colouring solution consisting of coomassi brilliant blue r mixed with 0.6% ethanol and distilled water]. Results: based on our investigation results, we have determined that there was a accelerated outflow in the valve at the time of our investigation. Detected deposits were the cause of this malfunction existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions: from our point of view, no further regulatory actions are required. Return of product: we will return the investigated product to the sender for our own relief.

Event description:
It was reported that a shuntassistant (#fv251t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt showed a blockage the patient underwent a revision procedure performed on (B)(6) 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 56 years. Same event as # 3004721439-2023-00122